Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Visual inspection of the geartrain assembly revealed a loose latch lock screw by the camshaft. Any debris on the camshaft would cause motor alarms. The latch lock was recently replaced. The service technician misplaced a latch lock screw around the camshaft, causing the customer's issue. Removed latch lock screw and clear error code. The cause of the reported problem was related to the previous service of the device. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. Service history review identified this device was previously repaired on 08-sep-2022 which replaced a bunch of internal components. It is likely that the loose screw was introduced during this repair. Email was sent to service lead and supervisor to review with team.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device, just back from repair, was alarming code 41622, found during bench testing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.